Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation. However, several photos were provided by the user facility. Based on the provided photos, it can be observed that a leak occurred at the arterial pressure dome due to incorrect assembly. An internal inventory search was performed to verify product availability for companion samples at distribution centers. The entire lot has been sold and distributed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the received photos, the reported failure was able to be confirmed.

Event description:
A user facility charge nurse (cn) reported that a fresenius 5008x bloodline ruptured at the arterial pressure dome during a patient¿s hemodialysis (hd) treatment. The cn stated there were air detected in lines alarms going off approximately one to two hours into the patient's treatment, and they could not figure out what was causing it. The cn said the arterial pressure dome is hidden from plain view, but they eventually noticed blood trickling from behind the component. The patient's blood was reinfused, and they were re-setup with new supplies on the same machine. Upon closer inspection of the bloodline, a tiny slit was observed on the arterial pressure dome. No physical damage was noted on the bloodline prior to set-up, and there were no other issues or alarms leading up to the leak. The cn also confirmed there were no changes in the patient's blood flow rate (bfr) prior to the rupture occurring. The patient¿s estimated blood loss (ebl) due to the leak was 30 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their full treatment; they asked to end it early due to the delay caused by the leak. The complaint device was not available to be returned for evaluation as it was reportedly discarded. However, photos of the device were provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that a fresenius 5008x bloodline ruptured at the arterial pressure dome during a patient¿s hemodialysis (hd) treatment. The cn stated there were air detected in lines alarms going off approximately one to two hours into the patient's treatment, and they could not figure out what was causing it. The cn said the arterial pressure dome is hidden from plain view, but they eventually noticed blood trickling from behind the component. The patient's blood was reinfused, and they were re-setup with new supplies on the same machine. Upon closer inspection of the bloodline, a tiny slit was observed on the arterial pressure dome. No physical damage was noted on the bloodline prior to set-up, and there were no other issues or alarms leading up to the leak. The cn also confirmed there were no changes in the patient's blood flow rate (bfr) prior to the rupture occurring. The patient¿s estimated blood loss (ebl) due to the leak was 30 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their full treatment; they asked to end it early due to the delay caused by the leak. The complaint device was not available to be returned for evaluation as it was reportedly discarded. However, photos of the device were provided for review.